Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). Carefusion technical support determined that the gas delivery engine was most likely faulty and needed to be replaced. A replacement gas deliver engine was shipped to the distributor. A return goods authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for evaluation. As of september 18, 2015 the alleged faulty gas delivery engine has not been received by carefusion.

Event description:
The following was documented to capture an event that was reported by a distributor in (B)(4): "unit blender is not moving at all, [it] is always delivering 76% fio2, regardless where the fio2 setting is set" no patient involvement. Carefusion technical support instructed the distributor to check the cable from the blender printed circuit board (pcb) to the trans com alarm printed circuit board (tca pcb) and make sure that the connection was sure. The distributor followed the recommendation, and found that the connection was secure.